Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device screen was broken after the patient fell during a physical education class, and a replacement device was shipped while the original was returned. Symptoms included no change in blood glucose per the report. Outcomes included no reported medical intervention, hospitalization, or therapy modification beyond device replacement logistics. Investigation included collection of event details, request for a photo, and monitoring of the return and receipt of the damaged device. Investigation of this device revealed physical damage to the display consistent with external impact during use, with no indication of device malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage due to accidental impact.